Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an ¿unable to proceed¿ alert during a supply change while setting up the ilet with a remote trainer, consistent with a complete blockage during fill tubing involving the tube component; the user replaced supplies and then completed the supply change without further assistance. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a communications problem was identified, with the event aligned to a complete blockage associated with the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.